Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the light guide lens of the duodenovideoscope had discoloration. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over ten (10) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the dirt/foreign material, but the type of the dirt/foreign material or root cause cannot be identified. Although a definitive root cause cannot be determined, olympus presumed that physical stress such as hitting/dropping the distal end or chemical stress such as chemical solution used, made the light guide lens glue peeled off, then moisture invaded there and corroded. The event can be prevented by following the instructions for use which state: "detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.